Event description:
It was reported that during cardiac catheterization, while operating the intra-aortic balloon pump, they heard a sound "out of the blue: from the display device. The display did not respond to any operation button that was pushed. The device was therefore replaced so that medical treatment could continue.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.